Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
Duo fluid cart had an issue with level sensor. The cart was having issues reading fluid levels. The event occurred during cleaning and there was no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The previous repair record of intellicart system unit serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair record review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Using crm to query for serial number (B)(4), the device was noted to have been previously repaired by zimmer biomet surgical 3 times. The last repair was done for software issue and it is not related to the current repair. On 12 november 2018, it was reported from pardee memorial hospital that unit was having level sensor issue. The service technician from nsn called the account and he described the reported event. After that service technician asked the account to run few cycles on the cart and this time the cart ran without any issues. The unit was returned to service without any further concerns. A service technician never arrived at the site to inspect the unit for reported event. Therefore specific root cause for reported event cannot not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information is available.